Manufacturer narrative:
The cartridge has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas to report the pump did not detect the cartridge during the prime/load step. The patient reported she filled the cartridge with 2.0 ml insulin but the pump displayed a total of 146 units insulin after loading. The issue was not resolved. The patient did not suffer any injury or seek any medical attention due to this pump issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows several ''no cartridge detected'' alarms. The rewind, load and prime steps were performed on the pump with no alarms noted. The load step was performed on the cartridge with 100 units and the pump displayed the appropriate amount of units. The pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms noted. The force sensor calibration was found to be within specification. There were no issues found with the force sensor assembly, force sensor flex or led display.